Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint number (B)(4).

Event description:
Customer reported a physicist's discrepancy with ma linearity. No patient injury was reported.